Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 38 mg/dl with severe dizziness, unsteadiness when standing and walking and blurred vision associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management; however, it was reported that the patient did require assistance from a third party. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2016-product analysis: the device was returned and evaluated by product analysis on 03/31/2016 with the following findings: review of the pump¿s black box revealed the time and date reset to default upon a rebooting event; the time was then incorrectly manually set. The total daily dose was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).